Event description:
It was reported that the patient experienced inflation issues with a three to four year old inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing cylinders and pump were removed and a new ipp was implanted. The existing reservoir was deactivated and left in the patient, so the new reservoir was placed on the opposite side. During the procedure fluid leak was noted in the system. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the source of the fluid leak was not identified during the procedure. The patient did not experience any adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 119221016 model/catalog description reservoir flat iz 100 ml. Product investigation completed. The device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was likely due to explant (because the device would have not functioned for four years if it had been damaged during implant), it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The product analysis could not confirm the allegation of fluid loss. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced inflation issues with a three to four year old inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing cylinders and pump were removed and a new ipp was implanted. The existing reservoir was deactivated and left in the patient, so the new reservoir was placed on the opposite side. During the procedure fluid leak was noted in the system. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the source of the fluid leak was not identified during the procedure. The patient did not experience any adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. Product investigation completed. The device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was likely due to explant (because the device would have not functioned for four years if it had been damaged during implant), it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The product analysis could not confirm the allegation of fluid loss. No more information available at the moment. Should additional information become available, it will be provided.